Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during pre check of the cardiosave intra-aortic balloon pump (iabp) fiber optic issue occurred. It is unknown if there was any patient involvement; however there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse turned the iabp on and no alarms showed. The fse then went to the alarm logs and did not find any alarms. The fse then performed functional testing on the iabp, including fiber optic testing, and was unable to duplicate any alarms. The fiber optic board was reseated, and tested again, and it had a good fiber optic signal. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. Updated fields: b4, b5, g4, g7, h2, h3, h6, h10, h11. Corrected fields: a1, a3, h6 (patient codes).

Event description:
It was reported that during a daily pre-check of the cardiosave intra-aortic balloon pump (iabp) performed by the customer, when the iabp was turned on it showed a fiber optic message on the bottom of the screen. It's not known if the customer tried to pump on a test balloon or not. There was no patient involvement, and no adverse event reported.